Event description:
Had prostatron microwave therapy performed with dr. This prostatron device is supposed to shrink the size of the prostate and decrease urinary retention. It increased rptr's urinary retention amount, and made his prostate look like it "had cancer". No drugs will even help now. "So happen" october 1998 - severe urinary retention and enlarged prostate, three board certified urologists say this was the wrong "procedure" for rptr. The device made his benign prostatic hypertrophy worse. This device should be recalled by the FDA immediately, "it is useless".